Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patient's t9 lead had migrated. The migration was confirmed via x-ray. It was noted that the patient had a fall. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the t9 lead was explanted and replaced. Effective therapy was established post-operatively.